Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline. A field service engineer (fse) disconnected all in one power cable from the communication sled and disconnected the auxiliary pyxis bus cable, the device powered on, then reconnected and sequentially disconnected the pyxis bus cables from each drawer until the device powered back on, identifying drawer 5 on the auxiliary bus as the cause, as it allowed power when disconnected. Fse then checked the drawer controller board using a multimeter across tp502 and tp505 and observed a resistance of 0.3 ohms, replaced the drawer controller board, powered on the device, and completed final testing successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary station was not functioning and appeared offline. The customer attempted troubleshooting steps including unplugged the unit, checked cable connections, and rebooted the device; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.